Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by a manual insulin injection. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. Reportedly, the customer reverted to an alternate method of insulin therapy.